Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned for analysis. Visual examination found multiple full breach insulations degradations exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil in the degradation zone.

Event description:
Additional information received noted that the atrial lead and right ventricular lead were explanted on 8 jun 2023. The patient's condition was unknown.

Event description:
Related manufacture reference number: 2017865-2023-15536. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead and ventricular lead exhibited noise oversensing causing inappropriate mode switches. No interventions were performed. There were no patient consequences.